Event description:
Procedure performed: right and left coronary angiography and right iliofemoral angiography. Patient has a permanent pacemaker - st jude medical model number 5826. Programmed in a dddr mode at 70 beats /minute with a max track of 120 - upon cineangiography of the left main, the patient appeared to develop wide-complex tachycardia from a baseline of atrial pacing. A magnet placed on the pacemaker slowed the rate. It was determined that the pacemaker accelerometer was being activated by the cineangiography.for the rest of the procedure recorded images on fluoroscopy.